Manufacturer narrative:
This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running noted due to non-sleep anomaly software error. All operating currents are within specification. Unit passed displacement test and self test. Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly.(pin 3 and 6). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer's blood glucose level was 5 mmol/l. The issue was not resolved by troubleshooting. The notification lights did not stop flashing immediately. Troubleshooting was performed for power error detected alarm. The customer was advised to monitor the insulin pump and call back if the issue recurs. The insulin pump will be returned for the analysis.